Event description:
It was reported the patient's scs ipg needed to be repositioned/moved laterally because the patient had lost a considerable amount of weight. Postoperative, effective stimulation therapy was reportedly restored.